Event description:
It was reported that patient was symptomatic (nerve stimulation) due to pacing on right ventricular (rv) lead, mainly when lying on left side. The day after implant rv lead was repositioned due to high threshold. Beginning of year higher threshold values occurred. X-ray did not show deviations from implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6)-2015, rv capture threshold spiked from 0.875 v to greater than 2.5v.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.